Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Corrected concomitant device from 5.0mm locking bolt screw to 4.9mm ti locking bolt 32mm device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: 4.9mm ti locking bolt 32mm (part # 459.320, lot # 5940774, quantity 1).

Manufacturer narrative:
A product development investigation was performed. The received pfna-ii blade l80 tan (04.027.051s / l286865) was forwarded to the responsible person in the sustaining engineering department for evaluation. Upon visual inspection, the parts are clean with some normal wear traces considering the products were implanted. The product doesn't show abnormal wear traces considering that it was implanted and remained sometime in the patient. A simple functional test has shown that the blade can be locked and unlocked and that it can be inserted through the nail and will glide as intended. A device history record (DHR) review was performed for the affected lot, 38 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in february 2017. No ncrs were marked in the DHR during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-ray¿s were provided for investigation. Unfortunately, we are not able to determine the exact reason for this occurrence. Furthermore, we have also received concomitant parts: 472.105 / l288324, 459.320 / 5940774: as these parts are not responsible for the issue of the blade, no investigation will be done one those. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The provided x-rays were reviewed and cut-out or back-out of the blade could not be confirmed. No addition findings of note were identified on the x-rays either. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 04.027.051s, lot # l286865: manufacturing location: (B)(4) , manufacturing date: 02.feb.2017, expiry date: 01.jan.2027: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was report that the patient had original surgery on an unknown date for treatment of a femur fracture. Patient was implanted with one (1) proximal femoral nail antiroration-ii (pfna-ii) ø10 xs 130° l170 tan nail, one (1) pfna-ii blade l80 tan and one (1) 5.0mm locking bolt screw. On an unknown post-operative date, patient presented with the blade implant that had cut out into the lateral cortex of the patient¿s femur bone. On (B)(6) 2017, surgeon removed all implants and revised the patient to a bipolar femur bone implant construct. All implants have been retained by the patient and reported in good condition. Revision surgery was completed successfully and patient is reported in stable condition. Concomitant devices reported: proximal femoral nail antiroration-ii (pfna-ii) nail (part # 472.105s, lot # l288324, quantity 1), 5.0mm locking bolt screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna-ii blade l80 tan. This is report 1 of 1 for complaint (B)(4).